Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. The event was confirmed with the review of radiographs. X-ray image was provided and the review stated that the femoral head was symmetrically positioned within the acetabular cup with no evidence for liner wear. Tiny hyper dense foci within superior aspect of the joint, possibly relating to calcified loose bodies and debris was noted. Minimal radiolucency surrounding the acetabular cup was observed. No evidence for subsidence, poly wear debris, disassociation, corrosion, osteolysis was noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional concomitant medical products: item # 00801804004, femoral head, lot # 60708230; item # unk, hip-unknown-cups-unk, lot # unk; item # unk, hip-unknown-stems-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0002648920-2018-00480.

Event description:
T was reported that the patient underwent a revision surgery approximately 11 years post implantation due to pain, liner wear, and elevated metal ion levels. Femoral head and acetabular liner were revised. Attempts have been made, and no further information has been provided.